Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of button error on her son's insulin pump. The customer's blood glucose at the time was unknown. The mother states the buttons are unresponsive 70 percent of the time. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The mother did not have the device with her, she will call back to finish troubleshoot and replacement procedures.